Manufacturer narrative:
510k: this report is for an unk - plates: 4.5mm va lcp condylar plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2019 the patient underwent a removal surgery of a broken va-lcp plate which was replaced with a mega knee prosthesis implant. On or about (B)(6) 2019, the patient was admitted due to the surgical repair to the left femur not healing properly. As a result, he underwent surgery to remove the synthes femoral nail and replace it with a va-lcp plate. On or about (B)(6) 2019, the patient was out for a walk when he felt extreme pain in his left thigh. He was again admitted. Radiology studies showed that the va-lcp plate which had been implanted less than three months prior had fractured in two. On (B)(6) 2019, the patient was transported to (B)(6) medical center with fever, pain and vomiting. Testing showed that the patient had developed an (B)(6) infection at the surgical site where the va-lcp plate had been removed. On (B)(6) 2019, the patient underwent surgery to remove the mega knee prosthesis implant and insert antibiotic spacers at the site to treat the (B)(6) infection. Unfortunately, antibiotic treatment was unsuccessful. On (B)(6) 2019, the patient airlifted to va medical center for further treatment of the (B)(6) infection. On (B)(6) 2019 surgeons amputated the patient's left leg above the knee. This complaint involves two (2) devices. This report is for (1) unk - plates: 4.5mm va lcp condylar plate. This is report 1 of 2 for (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1-d9, g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 02.124.411, lot: 2l13072, manufacturing site: mezzovico, release to warehouse date: november 15, 2018, expiry date: november 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 4.5 mm va-lcp curved condylar plate/10 hole/230 mm/left was returned at us customer quality (cq). Upon visual inspection, the plate had fractured through the 9th va locking hole from the distal tip. Only the distal portion was provided. The edges of the fracture surfaces were badly burnished likely secondary damage during/after the fracture and during the retrieval operation. Due to the burnishing of the fracture surfaces, a specific initiation point could not be identified. However, the features indicate a location at a thread root, of the larger of the two fracture surfaces. No fatigue striations or secondary cracks were seen on the fracture surface itself, due to the burnishing. Evidence of fast, final fracture was seen on the opposite side from the initiation points of the larger facture surface and on the smaller fracture surface. Material testing: the material was confirmed to be 316l stainless steel astm f138. Dimensional inspection: the thickness of the plate at the center was measured to be within the specification per drawing. The width of the plate was measured to be within the specification per drawing. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion the complaint condition was confirmed for the 4.5 mm va-lcp curved condylar plate/10 hole/230 mm/left . There is no indication that a design or manufacturing issue has caused the complaint condition. On the basis of these observations, the fracture was due to high-cycle fatigue, initiating at a thread root. There was no inclusion or other defect observed that would have contributed to crack initiation or propagation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.